Manufacturer narrative:
Citation: kepler, christopher k. Et al. Delayed pleural effusion after anterior thoracic spinal fusion using bone morphogenetic protein-2. Spine (phila pa 1976). 2011 jan 25. Bmp-2 - therapy dates not provided interbody cage - details dates not provided. (B)(4). Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a literature article that the patient underwent minimally invasive thoracotomy and thoracic interbody fusion using cages filled with bmp-2 sometime between (B)(6) 2007 and (B)(6) 2009. The patient experienced shortness of breath with significant pleural effusion which delayed the patient's discharge home. The patient was treated with diuresis using furosemide. The shortness of breath improved by post-op day 8. The patient required supplemental oxygen for one month. The pleural effusion resolved within 3 months and was confirmed on chest radiograph.